Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: acute thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that after predilatation, two xience stents were implanted into two lesions, one in the 1st obtuse marginal and one in the distal cx. Ninety minutes after the procedure, the patient developed chest pain and EKG changes suggestive of acute stent thrombosis. Atherectomy was performed along with redilatation of the stents. Another xience v stent was placed in the distal cx overlapping the previous stent, and the symptoms were resolved in '08. No additional event or patient information is available.

Manufacturer narrative:
The second xience v coronary stent system is being filed under the same MFR number. Results and conclusion summation-product performance engineering reviewed the incident. Thrombosis and angina, listed in the IFU, are adverse events associated with coronary stenting. The angina and EKG changes were likely the result of the thrombus. A conclusive root cause for all the reported patient issues and the relationship to the devices, cannot be determined. In this case, there was no reported device malfunction; therefore, there does not appear to be any indications of a stent delivery system quality problem.